Event description:
A retrospective review of programming history data in the manufacturer's programming history database identified high impedance on system diagnostics performed on (B)(6) 2013. The high impedance was resolved on the same day after two hours. Attempts cannot be made for additional information as the patient information is unknown.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.